Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the IV tubing came disconnected twice during surgery.

Manufacturer narrative:
MDR made in error it is a duplicate of pr# (B)(4).

Event description:
Error.